Manufacturer narrative:
(B) (4) - (B) (4): results: quality engineering was unable to perform an eval at the time of this report. Results and conclusion will be forwarded upon investigation completion. Eval summary: quality assurance analysis revealed that the balloon dilatation catheter (bdc) was returned with no blood visible. There was contrast visible in and on the balloon and in the inflation lumen. The balloon was loosely folded. The distal end of the balloon was wrinkled. There was a longitudinal rupture on the balloon, 4mm proximal to the balloon distal marker and extending distally for a length of 8mm. There were scratches on the balloon near the longitudinal rupture. There was a kink in the proximal shaft and support mandrel, 9.5 cm proximal to the guide wire exit notch. There was a kink in the hypotube at the distal end of the strain relief tubing. There was no other damage noted to the bdc.

Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that when the stent delivery balloon was inflated at 10-11 atm at the lesion site in the calcified proximal right coronary artery (rca), it ruptured. There was no pt injury. A voyager nc 2.0 x 12 was used to complete the procedure. No additional event or pt info is available.